Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 539 mg/dl. Customer addressed bg level via correction injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.